Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the remote manager was showing offline. After inspection the pyxibus cable was not secure. The field service engineer was able to resolve the issue by replacing the pyxibus cable and the comm sled. The serial number, UDI and manufacture date details kept blank since there was no medstation asset associated with the remote manager. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had refrigerator not detected on bus. The customer stated that they retrieved the required medications from other available stations and there was a delay in patient care. There were no adverse events or injuries reported based on this event.